Manufacturer narrative:
(B)(4).

Event description:
It was reported the io was being placed into a pt's tibia. Access was being obtained in ambulance ground unit prior to air lift to hospital. The clinician inserted the io through the pt's skin, however, when they hit bone the driver lost power. As a result, the ground unit had another ez-io driver and they were able to complete the io insertion. Meds were administered to the pt successfully. It was noted the pt was not "in a good place" and expired due to his condition. There was no reported delay in treatment.